Event description:
It was reported that, eight weeks after the implant procedure, this artificial urinary sphincter could not be activated, leading the patient to experience recurring incontinence. A surgical procedure was performed, and it was noted that the balloon was completely empty; therefore, all components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.